Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure in the cephalic vein, an expired drug-coated balloon catheter was used in the index procedure. It was further reported that approximately three months and sixteen days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated with an arteriovenous (av) access circuit reintervention. The re-intervention was successful and the outcome was resolved. The current status of the patient is not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, per the reported information the device was used after the expiration date of the product. Therefore, the investigation is confirmed for the reported use of the expired product as the user reported the date of use was after the date of expiration. The definitive root cause for the reported restenosis and use of the expired product could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Warnings: "do not use after the ¿use by¿ date". Additionally, the product labeling would include the printed expiration date of the product. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure in the cephalic vein, an expired drug-coated balloon catheter was used in the index procedure. It was further reported that approximately three months and sixteen days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion had occurred and was successfully treated with an av access circuit reintervention using a drug coated balloon. The re-intervention was successful and the outcome was resolved. It was also reported that, ten months and twenty-six days post index procedure, the subject had an adverse event of multiple sites of high-grade stenosis in the right arteriovenous fistula and an av access circuit re-intervention was performed for the target lesion restenosis, and new lesion within the access circuit. Reportedly, standard percutaneous transluminal angioplasty and three drug coated balloon angioplasties were performed for treatment. The re-intervention was successful and the outcome of the adverse event was resolved. Furthermore, one year and fifteen days post index procedure, the subject had an adverse event of prolonged bleeding with cephalic arch stenosis as the patient developed bleeding from fistula. Reportedly, an av access circuit re-intervention was performed, and two drug coated balloon angioplasties of cephalic arch was done for treatment. The re-intervention was successful and the outcome of the adverse event was resolved. The current status of the patient is not provided. Furthermore, one year, five months and nine days post the index procedure, the subject had an adverse event of after dialysis sessions and the subject experienced numbness and tingling in the right hand. Reportedly, an av access circuit re-intervention was performed, and a drug coated balloon angioplasty of cephalic arch was done for treatment. The re-intervention was successful and the outcome of the adverse event was resolved.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, per the reported information the device was used after the expiration date of the product. Therefore, the investigation is confirmed for the reported use of the expired product as the user reported the date of use was after the date of expiration. The investigation is inconclusive for any restenosis or patient injury as no objective evidence was provided for review. The definitive root cause for the reported restenosis, patient harm, and use of the expired product could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Warnings: "do not use after the ¿use by¿ date". Additionally, the product labeling would include the printed expiration date of the product. (Expiration date: 09/2022), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure in the cephalic vein, an expired drug-coated balloon catheter was used in the index procedure. It was further reported that approximately three months and sixteen days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated with an arteriovenous (av) access circuit reintervention. The re-intervention was successful and the outcome was resolved. Furthermore, ten months and twenty-six days post index procedure, the subject had an adverse event of thrombus with multiple sites of high-grade stenosis in the right arteriovenous fistula and an arteriovenous (av) access circuit re-intervention was performed for access thrombosis, and new lesion within the access circuit. Reportedly, standard percutaneous transluminal angioplasty, three drug coated balloon angioplasty and thrombectomy were performed for treatment. The current status of the patient is not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, per the reported information the device was used after the expiration date of the product. Therefore, the investigation is confirmed for the reported use of the expired product as the user reported the date of use was after the date of expiration. The investigation is inconclusive for any restenosis or patient injury as no objective evidence was provided for review. The definitive root cause for the reported restenosis, thrombosis, and use of the expired product could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Warnings: "do not use after the ¿use by¿ date". Additionally, the product labeling would include the printed expiration date of the product. H10: b5, d4 (expiration date: 09/2022), g3, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, per the reported information the device was used after the expiration date of the product. Therefore, the investigation is confirmed for the reported use of the expired product as the user reported the date of use was after the date of expiration. The investigation is inconclusive for any restenosis or patient injury as no objective evidence was provided for review. The definitive root cause for the reported restenosis, patient harm, and use of the expired product could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure in the cephalic vein, an expired drug-coated balloon catheter was used in the index procedure. It was further reported that approximately three months and sixteen days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion had occurred and was successfully treated with an av access circuit reintervention using a drug coated balloon. The re-intervention was successful, and the outcome was resolved. It was also reported that, ten months and twenty-six days post index procedure, the subject had an adverse event of multiple sites of high-grade stenosis in the right arteriovenous fistula and an av access circuit re-intervention was performed for the target lesion restenosis, and new lesion within the access circuit. Reportedly, standard percutaneous transluminal angioplasty and three drug coated balloon angioplasties were performed for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. Furthermore, one year and fifteen days post index procedure, the subject had an adverse event of prolonged bleeding with cephalic arch stenosis as the patient developed bleeding from fistula. Reportedly, an av access circuit re-intervention was performed, and two drug coated balloon angioplasties of cephalic arch was done for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient is not provided. Furthermore, one year, five months and nine days post the index procedure, the subject had an adverse event of prolonged bleeding after dialysis sessions and right cephalic vein arch stenosis with the subject experienced numbness and tingling in the right hand. Reportedly, an av access circuit re-intervention was performed, and a drug coated balloon angioplasty of cephalic arch was done for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, per the reported information the device was used after the expiration date of the product. Therefore, the investigation is confirmed for the reported use of the expired product as the user reported the date of use was after the date of expiration. The investigation is inconclusive for any restenosis or patient injury as no objective evidence was provided for review. The definitive root cause for the reported restenosis, patient harm, and use of the expired product could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Warnings: "do not use after the ¿use by¿ date". Additionally, the product labeling would include the printed expiration date of the product. H10: d4 (expiration date: 09/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that during an angioplasty procedure in the cephalic vein, an expired drug-coated balloon catheter was used in the index procedure. It was further reported that approximately three months and sixteen days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion had occurred and was successfully treated with an av access circuit reintervention using a drug coated balloon. The re-intervention was successful and the outcome was resolved. It was also reported that, ten months and twenty-six days post index procedure, the subject had an adverse event of multiple sites of high-grade stenosis in the right arteriovenous fistula and an av access circuit re-intervention was performed for the target lesion restenosis, and new lesion within the access circuit. Reportedly, standard percutaneous transluminal angioplasty and three drug coated balloon angioplasties were performed for treatment. The re-intervention was successful and the outcome of the adverse event was resolved. Furthermore, one year and fifteen days post index procedure, the subject had an adverse event of prolonged bleeding with cephalic arch stenosis as the patient developed bleeding from fistula. Reportedly, an av access circuit re-intervention was performed, and two drug coated balloon angioplasties of cephalic arch was done for treatment. The re-intervention was successful and the outcome of the adverse event was resolved. The current status of the patient is not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 09/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that approximately three months and sixteen days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated with an arteriovenous (av) access circuit reintervention. The re-intervention was successful, and the outcome was resolved. The current status of the patient is not provided.